Manufacturer narrative:
Concomitant medical products: product ID: 97745, product type: programmer patient .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient needed a representative to meet with them as their ins was not charging at all and was completely off. The patient stated they wanted the ins removed as they had problems since the ins was implanted. Patient stated they knew the issue was with the internal equipment and not the external equipment. Patient stated that for three months, they've had to reset the controller in order to charge the ins. The equipment was not allowing them to charge the ins at all and it had been going on for about two months.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues with the device. The patient stated that the implant, intended to alleviate pain, was instead causing discomfort. Approximately three months post-implantation, the controller began displaying error codes, and the patient faced difficulties connecting the controller, necessitating multiple resets. Additionally, the device could not be charged properly, and when charged, it caused burns and unpredictable shocks that traveled around the body, including down the arms and legs. The patient expressed a strong desire to have the device removed, even threatening self-removal if the issue was not addressed. The patient alleged that the equipment was faulty and had been malfunctioning since three months after the implant.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.